Event description:
A non-healthcare professional reported that following an age related cataract and intraocular lens (iol) implantation procedure, the patient experienced poor quality of vision, blurry vision all the ranges with no distance vision, glare from light, halos around bright light, residual astigmatism, a lot of floaters, keratoconjunctivitis sicca/some dryness, decrease contrast sensitivity and progressive worsening of vision. Some dryness prescribed artificial tears (ats) 4 times daily. Trouble with distance vision prescribed with glasses. Floaters were greatly stable. The patient had posterior capsular opacification/secondary cataract and yttrium aluminum garnet (yag) was planned. The patient was ok with readers, but reports quality of vision was limited. Surgeon discussed risk of iol exchange. The old lens was freed with viscoelastic and mobilized into the anterior chamber. The old lens was cut in half and removed without complications. Capsular bag was extended and another model same company lens with different diopter was injected with non-company capsular tension ring because of poor dilation 5 months 12 days following the initial implant procedure. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).